Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the right atrial lead was failing to sense the patient in atrial fibrillation. The physician re-positioned the lead with no change in performance. The ra lead was explanted and the physician elected to only implant a single chamber device and no additional ra lead was required. The patient was stable before, during and after the procedure.